Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the user blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. There is no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the pump was manually suspended and resumed multiple times. During testing, the pump was exercised for 24 hours with a 2 unit/hour basal rate. The basal history accurately recorded a delivery of 48 units with no errors, alarms, or warnings observed. The total daily dose values added up to accurately reflect the settings. A delivery accuracy test was performed and passed, indicating the pump was delivering accurately. The complaint was not duplicated, and no defect was found.